Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
This event occurred in (B)(6). It was reported that a 25g spinal maxipack needle was broken inside the body of a patient. Surgery was conducted to extract the broken portion of the needle in the patient. No further patient issues reported.

Manufacturer narrative:
The spinal maxipack device was returned for evaluation. Examination of stylet with unaided eye found no visible non-conformities but found that it was visibly shorter, about only 45 mm long compared to specification when measured with the calibrated ruler. The fragment of about 45 mm was missing and was not returned for investigation. The outside dimension of returned needle was measured with zygo gauge and the inside dimension of the needle was measured with the pin gauge per incoming documentation. Both parameters were confirmed to be within specification. Additionally the fragment of the returned needle was tested for cannula breakage and no breakage was observed on the needle tubing upon removal from the test fixture. When looked under magnification, the physical appearance of edges on the severed end of the returned component is consistent with bending and breakage. As the returned fragment passed the testing, it is likely that the needle was compromised due to force application by the clinician for undetermined reason after the stylet was removed. The complaint description does not specify the details of the procedure. It is not clear from the complaint information if the stylet was used or introducer needle, which is supplied in the kit to aid the insertion, was utilized during procedure. Based on the evaluation of the returned product and investigation results, the needle breakage was observed however we could not confirm that the customer reported difficulties are relevant to product quality.